Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room due to a syncopal episode. Device interrogation revealed that the atrial lead had high pacing threshold and low amplitude p-waves. The physician decided to explant and replace the lead on (B)(6) 2018. The patient was in stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on 7/18/2018 confirmed that the right ventricle lead had been dislodged.